Event description:
N/a

Manufacturer narrative:
Trackwise#: (B)(4). The reported device is an OEM device. The certificate of conformance was reviewed for the serial # (B)(6). The vendor certifies that this device lot conforms to all applicable product specifications and there were no non-conformances identified for the manufacturing batch. H3 other text : device not returned.

Event description:
The hospital reported that bom 7mm extended length endoscope s/n (B)(6) had a crack or blemish that can be seen on the lens.

Manufacturer narrative:
Tw ID# (B)(4). The device has not yet been returned to maquet cardiac surgery for evaluation. We are following up with the customer for the return of the device. A supplemental report will be submitted if the device is received.